Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400 mg/dl). Troubleshooting was performed and found that the luer lock was not correctly fastened. Customer correctly reattached the luer lock and insulin delivery was resumed. Cartridge and infusion set are changed every 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T-slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.